Event description:
It was reported that a request was made of boston scientific technical services (ts) to review episodes stored to this implantable cardioverter defibrillator (ICD) due to ventricular deflections observed on the right atrial (ra) channel in addition to suspected minute ventilation (mv) sensor noise and oversensing as a result of transient high ra lead pace impedances. Ts reviewed device data noting the farfield signal on the ra channel appeared to be discarded appropriately by the device adding that the deflections may be due to proximity of the ra and right ventricular (rv) leads. Ts also agreed with the assessment of mv oversensing and subsequent reprogramming to disable the respiratory rate trend and ra lead sensitivity, though it was noted this would not resolve the high impedance issue. Considerations for additional system testing were provided. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a request was made of boston scientific technical services (ts) to review episodes stored to this implantable cardioverter defibrillator (ICD) due to ventricular deflections observed on the right atrial (ra) channel in addition to suspected minute ventilation (mv) sensor noise and oversensing as a result of transient high ra lead pace impedances. Ts reviewed device data noting the farfield signal on the ra channel appeared to be discarded appropriately by the device adding that the deflections may be due to proximity of the ra and right ventricular (rv) leads. Ts also agreed with the assessment of mv oversensing and subsequent reprogramming to disable the respiratory rate trend and ra lead sensitivity, though it was noted this would not resolve the high impedance issue. Considerations for additional system testing were provided. No adverse patient effects were reported. Additional information was later received indicating the patient's device was interrogated approximately two weeks later and no further instances of noise or oversensing were observed. The physician will continue monitoring the patient with routine follow-up. No adverse patient effects were reported. This system remains in service.